Event description:
While using a byte night aligners. Patient reported, that they have had a crown crack, two teeth crack down to the root, they had to have an implant and will need an implant for another tooth. They were seen by their dentist who reported, that the patient had #19 extracted, due to distal lingual fracture of the root and #30 extracted, due to periodontal endodontic lesion, both with poor prognosis. Dentist highly recommended, that the patient stop byte aligner treatment. So, focus can be put on treating the patient's issues, that were just mentioned previously.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.